Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during disconnection of IV fluids at recovery, the bungs would drain venous blood. Recovery staff, would have to cap it immediately to resolve issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five safsites were provided for investigation. Upon evaluation of the units, no visual defects were observed. The samples were leak tested with no leakage noted. The reported issue was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.